Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported."

Event description:
During a procedure, the tip of the drill bit fractured off and fell into the patient. All pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. (B)(4). Visual inspection of the reamer confirms the fracture; the reamer tip appears to have experienced a torsional fracture as well as discoloration and oxidation on the cutting edges. Review of manufacture records shows that the reamer was likely conforming when lit left zimmer biomet control. The fracture could have been caused by improper technique, however, it was stated that the proper technique was utilized, therefore, the root cause cannot be determined. Investigation into this issue was completed, and a field communication was issued.

Event description:
During a procedure, the tip of the reamer fractured off and fell in to the patient. All pieces were removed from the patient.